Manufacturer narrative:
For the reported information, the device was returned to bd to be evaluated. The evaluation identified detached segments. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model u4150222 pta balloon dilatation catheter allegedly experienced a detachment. This information was received from one source. This malfunction did not involve a patient as there was no patient contact.